Manufacturer narrative:
Findings: reliability analysis inspected 2 opened/used partial enlite sensors and found 1 of 2 sensors with needle bent inside sensor base. Unable to confirm customer received sensors in said condition due to customer returned opened/used missing 1 needle. Unable to confirm adhesive anomaly on opened/used sensors.

Event description:
The customer reported via phone call that sensors are not sticking and they got disconnected. Customer's blood glucose was 215 mg/dl. The customer was advised that we are sending tape kit and we are replacing sensors. The customer was advised to monitor the problem.